Event description:
Reporter indicated that vns pt was experiencing dizziness and had subsequently fallen down. Treating neurologist indicated that he did not believe that the pt's symptoms were related to the vns because temporarily discontinuing stimulation with the magnet did not alleviate the dizziness. Neurologist believes that the pt's symptoms are medication-related. The pt is reportedly in fair condition.